Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and a separation was observed between the spike and the connector. The reported condition was confirmed. The root cause is under investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance a vented spike adapter which broke apart. According to the report, the two halves come apart which hanging the medication. The event occured before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: root cause not determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number.